Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was run and the test passed. The drill functioned as expected without any connection issues. A review of the patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, it was communicated that the surgeon was not satisfied with resorting to manual instrumentation to complete the case. It was communicated that the requested medical documentation was not available for inclusion in the medical investigation. However, no injury/harm or surgical delay greater than 30 minutes was reported. Based on the information provided, patient impact beyond the reported change in surgical technique (manual instrumentation) and the 0-30-minute surgical extension would not be anticipated as no patient injury was alleged and no further complications reported. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was run and the test passed. The drill functioned as expected without any connection issues. A review of the patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, a patient case screenshots confirmed the issue. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, it was communicated that the surgeon was not satisfied with resorting to manual instrumentation to complete the case. It was communicated that the requested medical documentation was not available for inclusion in the medical investigation. However, no injury/harm or surgical delay greater than 30 minutes was reported. Based on the information provided, patient impact beyond the reported change in surgical technique (manual instrumentation) and the 0-30-minute surgical extension would not be anticipated as no patient injury was alleged and no further complications reported. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that during a cori ukr procedure, when the surgeon was milling the femur, they went to speed mode and when they began to burr, he milled his lug holes and then began to clean up distal, but received a drill disconnect. They reconnected, calibrated, and finished the femur without issue. Then, they began to mill the tibia, they got through most of the tibia, but received a drill disconnect again. They cleared and tried to reassemble, but the drill began to chatter and spin when they hit unlock on the console. They changed to manual instruments with delay of fewer than 30 minutes. No other complications were reported.